Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient had a loss of connection. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation on 10/04/2016. Complaint for a loss of connection was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed and passed. A review of the downloaded receiver log confirmed the reported event of loss of connection. A root cause could not be determined.